Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump were not responding. Customer¿s blood glucose level was 202 mg/dl. Customer stated that the act and down button was not responsive and rewinding was very slow. Customer stated that the insulin pump was bumped. Troubleshooting was performed. Customer also stated that the belt clip was damaged. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage on the keypad assembly or unlocked lcd keypad connector noted. The pump passed the displacement, rewind and self tests. No unexpected rewind anomalies were noted.